Event description:
Repositioning pin came off while being implanted during surgery, the area where repositioning pin goes into patient came off. It was (B)(6). It didn't complicate the surgery, but it made it tough to complete because the surgeon was relying on instrument to help position the bone in its correct position. The patient didn't suffer any adverse consequences except he has the bottom screw portion of the pin still in his zygoma. The bone condition was good and it was a male patient in his twenties. The pin was inserted into the zygoma and after a few manipulations of the bone, the pin broke off. The shaft of the pin didn't break, but half of the threads broke where the pin screws into the bone. No special circumstances.

Manufacturer narrative:
Based on investigation, the root cause of the breakage was attributed to a user related issue. High torsion and bending forces caused the breakage of the thread. In relationship with the high failure rate, a trend CAPA was raised. Within the CAPA, a thorough review of the design and manufacturing process have been performed in order to optimize and improve the device and prevent re-occurrence. A new pin design is now available since (B)(4) 2010.